Manufacturer narrative:
A review of the device history records were performed which confirmed no inconsistencies (method code). A complaint history review has not identified additional complaints for this lot number on file. One used blade was returned for evaluation. Blade was evaluated for the cause of shedding. Blade exhibited some friction associated with a protrusion at the tip radius transition. The company will continue to analyze additional complaints as they are reported (B)(4).

Event description:
During an arthroscopic debridement to the knee it was reported that during the procedure, the blade was shedding metal into the patient. The doctor removed the pieces with a grasper. There was a five minute time delay.